Event description:
It was reported that: "difficult insertion of epidural catheter. Catheter broke upon attempt to withdrawal, about 2cm of the catheter sheath retained in patient. Surgeon returned after primary procedure completed and attempted to remove portion of epidural catheter, which was unsuccessful. Patient given anti-anxiety medication but no serious harm reported."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer reported the catheter broke during removal. The customer returned one epidural catheter piece. The returned sample was visually examined with and without magnification. Visual examination of the returned catheter piece revealed the proximal end of the catheter was returned and was intact. The returned catheter piece also reveals signs of stretching. The extrusion and coil wire are stretched at the likely most distal end of the catheter with the coil wire extending approximately 16.8cm beyond the extrusion as the distal tip is not intact and was not returned. The returned catheter appears used as biological material can be seen between the inner coils. No other defects or anomalies were observed. A dimensional inspection was performed on the returned catheter piece using a ruler. The returned catheter extrusion measures approximately 88.6cm. The extrusion and coil wire are stretched at the distal end of the catheter. The measurement of what was returned falls within the specification, the returned catheter was not in specification based on the evidence of stretching of the extrusion/coil wire. A device history record review was performed on the epidural catheter with no relevant findings. The IFU warns the end user, "never advance catheter more than 5 cm beyond the needle tip. Advancing catheter more than 5 cm increases the likelihood of catheter-related complications." The IFU also warns the user, "never tug or quickly pull-on catheter during removal from patient to reduce risk of catheter breakage. Do not apply additional tension on the catheter if catheter begins to stretch excessively. Reposition patient to open the vertebral interspac-es and re-attempt removal if resistance is encountered or if catheter stretches excessively during removal." The reported complaint of the catheter breaking during removal was confirmed based upon the sam-ple received. The returned catheter piece showed signs of stretching as the extrusion and coil wire were stretched at the likely most distal end. The IFU for this product warns the user not to apply additional tension if the catheter begins to stretch as there is a risk for separation. Therefore, based upon the condition of the sample received and the observed evidence of the extrusion and coil wire stretching at the distal end, unintentional user error caused or contributed to this event. No further action is required at this time.

Event description:
It was reported that: "difficult insertion of epidural catheter. Catheter broke upon attempt to withdrawal, about 2cm of the catheter sheath retained in patient. Surgeon returned after primary procedure completed and attempted to remove portion of epidural catheter, which was unsuccessful. Patient given anti-anxiety medication but no serious harm reported."